Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implant seems to be heating up. They noted that this only occurs when they are charging. The patient added that this started about 5 weeks ago. They added that they have not had any falls or trauma at this time. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.